Event description:
While troubleshooting with global technical services (gts), the patient stated that the patient line was full of air spaces. Gts had the patient cycle power and press the ?down? Arrow to go to the end of therapy. Gts then instructed the patient to discard the supplies and start over with new supplies. Product surveillance (ps) contacted the patient who explained they did not know what caused the air in the patient line. The patient verified there were no loose connections, disconnections, or defects on the supplies. The patient stated they were doing fine and continuing therapy without any issues. The patient could not provide the lot information. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for air in the patient line could not be confirmed due to the lack of a sample; therefore, the assignable cause cannot be determined. The lot information was unknown; therefore, a batch review was not performed. Baxter has received similar reports and will continue to monitor this product and take corrective/preventive action as needed.